Event description:
It is reported that the pt is experiencing an allergic reaction after receiving a knee implant.

Manufacturer narrative:
This bone cement is manufactured at heraeus medical and distributed through zimmer orthopaedic surgical products. Eval summary: it is reported that the pt had an allergic reaction to a knee implant in which a depuy knee was used with zimmer palacos p+g bone cement. Xrays and surgical notes were returned with the complaint for review, but do not indicate any issues with the bone cement. No failure has been identified in regard to the bone cement used. Cause cannot be determined. Eval: the device history records were reviewed by heraeus medical for the palacos r+g bone cement and found to be conforming; indicating the cement was manufactured, inspected, and packaged to specifications.